Manufacturer narrative:
Investigation results: the device was investigated visually and microscopically. The hexagon of the screw is in aproper condition. The bottom of the screw shows typical circular wear of a not proper tightened screw, respectively the screw was tightened over a not correct placed rod. The threat of the scre is partially sheared off. The device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Due to the results of the investigation the current deviation the root cause of the problem is most probably usage-related. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw. It was reported that the product thread slipped when locking the screw. The screw was removed and another was used instead. The malfunction had only a mild impact on the patient; there was a 5 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).